Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to implantation, the sterile packaging for a mentor memorygel breast implant 425cc was found to be compromised upon opening. There was no patient contact. A backup device was used and no delays in surgery were reported.

Manufacturer narrative:
A photo of the device and packaging was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed inside its thermoform packaging and it was observed opened. Based on the information currently available, a product issue was identified during the investigation of the photo received. This product issue will be addressed through mentor¿s quality system. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Additionally, the implant was received without its sealed packaging. However, in the photo received previously, the implant was observed inside its thermoform packaging and it was observed opened. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. In conclusion, after a review of manufacturing controls, maintenance records, material test results, and the inclusion of supplemental test results, it was determined that the issue reported could not be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).